Manufacturer narrative:
Investigation summary : it was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a preface® guiding sheath with multipurpose curve and it was described that the hub was detached from the sheath. The sheath was replaced, and the procedure completed and there was no patient consequence. A picture was provided by the customer and it was observed that the brim cap was separated from the sheath. Then, the device was received, and the same condition was observed. However, during the product analysis, the brim cap was observed attached to the sheath in the correct position. The analysis was performed by separating the brim cap and it was inspected, no anomalies were found on the internal components. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed since the brim cap was observed detached from the sheath. However, the exact cause of this complaint could not be conclusively determined during the analysis. Procedural factors and /or handling process may contribute to this issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Initially it was reported that the hub was detached from the preface® guiding sheath with multipurpose curve. Additional information was received on (B)(6)2019 and it was reported that the brim cap of the preface® guiding sheath with multipurpose curve was detached from the hub. Based on the additional information received of the brim cap being detached was assessed as MDR reportable. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a preface® guiding sheath with multipurpose curve and it was described that the hub was detached from the sheath. The sheath was replaced, and the procedure completed and there was no patient consequence. The issue with the hub detachment is considered a reportable event. The biosense webster, inc. Product analysis lab received the product on august 30, 2019. The initial visual inspection revealed that the hub was detached from the preface® guiding sheath with multipurpose curve. The hub detachment issue remains reportable.